Event description:
Unable to read; my name is (B)(6), I am (B)(6), male, and asian. The product in question: eyeq premium for astigmatism q2. This type of product is advertised for 30 days of continues use, however after 5 days of use has become unusable. The manufacturer is coopervision inc. I purchased this product from (B)(6) on the date 30 april. The product has caused headache and loss of visual focus when used. The outcome is that my work is being affected. FDA safety report ID# (B)(4).